Event description:
Medtronic is investigating reports that devices with operating system version 38 software shut down without a low battery warning when operating on battery power. If this occurs, all defibrillator functions, including delivery or therapy, and inhibited until the defibrillator is reconnected to ac power. The absence of a low battery message is not likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
Medtronic investigated the reported issue and determined that the software routine for the power management routine was faulty. Device software was upgraded to correct the issue. A voluntary field action was initiated by medtronic on 08/30/2006 to upgrade devices that may shut down without warning while operating on backup battery power because the screen message "low battery: connect to ac power" does not display as designed when the battery is low and operating on battery power. While these devices are being upgraded, medtronic recommends the device be connected to ac power when not in use to keep backup battery fully charged, that the device be used on ac power whenever possible, and to connect to ac power to restore operation if defibrillator shuts down on dc battery power. Medtronic notified the local FDA office of this field action on 08/30/2006.